Event description:
It was reported the patient experienced pain at the ipg site and has not charged his ipg or used his stimulation for approximately 3 months. As a result, the ipg has become inoperable. Subsequently, surgical intervention took place to reposition the ipg pocket and replace the ipg which resolved the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.